Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had calibration errors on 5 or 6 errors that he replaced in december. Customer stated that his current sensor is only the second sensor in over 2 months that has worked well in more than 3 days. Customer stated that the sensor cannot handle exercise at all because it shows over 100 points higher at times and goes into threshold suspend when the meter reads 100-140 mg/dl.